Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: d4 (primary UDI number) and g1. H3, h6: photo investigation: the product was not returned to medtech orthopedics; however, photos were provided for review. The photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: physical device investigation. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the rapidsorb cortscr ø2 l4 2u was broken between the head and shaft, only the head fragment was returned. The observed condition is consistent with a torsional failure which is likely due to the application of significant torque during the implantation process. A dimensional inspection could not be performed due to the damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the rapidsorb cortscr ø2 l4 2u was consistent with the reported condition. Based on the investigation findings, the potential cause is traced to the application of significant torque during implantation. There is no indication that a design or manufacturing issues has caused the reported complaint condition, and it has been determined that no corrective and/or preventive action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part# 806.004.02s. Lot # 333l960. Manufacturing site: werk bio oberdorf. Supplier: na. Release to warehouse date: 03 sep 2024. Expiration date: 01 aug 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, when insert the screw, the screw was broken; all the pieces were removed from the patient. Changed to another screw and the same thing happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient.